Manufacturer narrative:
Device evaluated by MFR: the complaint device, an imaging catheter used for diagnosis, was returned for evaluation. The lot number of the returned hub label matched the expected lot number. The following was observed; one hub wing was bent when the device was received. The guidewire exit port was lifted 0.5mm. There was stent observed stuck and wrapped around the distal tip assembly. The stuck stent was appeared stretched. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during visual or functional analysis of the returned device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an intravascular ultrasound (ivus) diagnostic procedure removal difficulties and a stent explant occurred. The 90% stenosed target lesion being treated was located in the moderately calcified and moderately tortuous left circumflex (lcx) artery. A 2.50x18mm non-bsc stent was advanced and deployed at 12 atms in the lesion. An atlantis sr pro2 coronary imaging catheter was advanced to the lesion and 6 runs of ivus were completed. The atlantis catheter was attempted to be withdrawn however resistance was felt. The physician attempted to remove the 0.014 inch guide wire, but was unsuccessful. A microcatheter was advanced, but this was also unsuccessful. The physician removed the guide wire along with the atlantis catheter and upon removal it was noted that the 2.50x18mm stent had been explanted along with the catheter. The procedure was completed with the deployment of another stent and post-implantation ivus with a non-bsc imaging catheter. The patient had no symptoms or complications during the procedure and the patient's current status is stable.

Event description:
It was reported that during a intravascular ultrasound (ivus) diagnostic procedure removal difficulties and a stent explant occurred. The 90% stenosed target lesion being treated was located in the moderately calcified and moderately tortuous left circumflex (lcx) artery. A 2.50x18mm non-bsc stent was advanced and deployed at 12 atms in the lesion. An atlantis sr pro2 coronary imaging catheter was advanced to the lesion and 6 runs of ivus were completed. The atlantis catheter was attempted to be withdrawn however resistance was felt. The physician attempted to remove the 0.014 inch guide wire, but was unsuccessful. A microcatheter was advanced, but this was also unsuccessful. The physician removed the guide wire along with the atlantis catheter and upon removal it was noted that the 2.50x18mm stent had been explanted along with the catheter. The procedure was completed with the deployment of another stent and post-implantation ivus with a non-bsc imaging catheter. The patient had no symptoms or complications during the procedure and the patient's current status is stable.

Manufacturer narrative:
(B)(6). (B)(4).